Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) his bundle lead was fixated in the myocardium and sub sequently exhibited a rise in threshold after slitting of the guide sheath. Attempt was made to unscrew / retract helix of the lead , but torque was not delivered . Traction was required for removal of the lead and examination revealed that the tip electrode was extended and deformed. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.